Manufacturer narrative:
(B)(4)..

Event description:
Covidien received information that this n20 portable pulse oximeter display is missing segments in top portion of the saturation of peripheral oxygen (sp02) reading. The failure happened when the device was not being used on a patient.